Manufacturer narrative:
The leads and an active anchor were returned to saluda for analysis. Damage to the pellethane on the leads was confirmed with visual inspection. Based on the additional information provided by saluda personnel and visual assessment of the damage, this may have been caused by an electrocautery device during the revision procedure, although this could not be confirmed. The initially implanted leads were touching, likely causing the inability to program the patient into closed loop therapy prior to the revision procedure. The manufacturing records were reviewed. The products met all requirements for release with no anomalies identified.

Event description:
During a follow-up visit with a patient with an implanted evoke spinal cord stimulation (scs) system, the patient was unable to be programmed into closed loop therapy. The healthcare provider decided to perform a revision procedure, replacing both leads. Intraoperative programming attempts during the revision procedure on (B)(6) 2023 concluded that relatively high level of stimulation was required to achieve adequate effect of therapy, and difficulty measuring ecap signals from the patient was noted. One lead was implanted more laterally to successfully reduce the level of stimulation required to meet the patient¿s needs. With the new lead and use of an ecls, effective ecap measurement, coverage, and stimulation was achieved. Post-operation, once the leads were connected to the previously implanted closed loop stimulator, some variation in the measured ecap signal was noted; however, the needs of the patient were successfully met.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During a follow-up visit with a patient with an implanted evoke spinal cord stimulation (scs) system, the patient was unable to be programmed into closed loop therapy. The healthcare provider decided to perform a revision procedure, replacing both leads. Intraoperative programming attempts during the revision procedure on (B)(6) 2023 concluded that relatively high level of stimulation was required to achieve adequate effect of therapy, and difficulty measuring ecap signals from the patient was noted. One lead was implanted more laterally to successfully reduce the level of stimulation required to meet the patient¿s needs. With the new lead and use of an ecls, effective ecap measurement, coverage, and stimulation was achieved. Post-operation, once the leads were connected to the previously implanted closed loop stimulator, some variation in the measured ecap signal was noted; however, the needs of the patient were successfully met.